Event description:
The pump was received by baxter service shop for repair. The reporting facility's biomedical engineer reported an 812:02 failure code on power up. Follow-up with the customer by baxter service representative revealed there was no pt incident reported and no pt injury as a result of the failure. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.